Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not turning on. The customer's blood glucose level was unknown. Customer stated that the insulin pump had crack on the back on battery side. Customer mentioned that the insulin pump was neither dropped nor bumped. Customer returned to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. Insulin pump received with cracked case behind the device pump near the battery tube compartment and cracked battery tube threads. Test reservoir lock properly inside the reservoir tube.